Event description:
The patient's father reports having to press the ok button multiple times or very hard to activate desired pump functions. He reports that there is a delay after pressing the buttons for the pump to respond and sometimes after multiple presses a bolus dose gets cancelled. He goes into the history of the pump to see how much of the bolus was delivered before reprogramming another bolus dose. He also reports that occasionally the up and down arrows don't respond either. He states there was no trauma to the pump and no peeling to the keypad. The user reportedly does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be to be intact, but the keypad symbols were worn off; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive and were difficult to press. There was evidence of contamination found under all of the key contacts.